Manufacturer narrative:
H11 -a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field.

Event description:
Description: it was reported by customer they found black mold. Verbatim: material #305195 lot #4354089 customer states that they found black mold in the syringe and some moisture. They found it before it was used on a patient.

Manufacturer narrative:
(B)(4). Follow up for device evaluation. A report was received indicating the presence of black mold and moisture. To support the investigation, one sample, contained in an opened blister package, was submitted for evaluation by the quality team. A visual inspection was conducted using 10x magnification. The plastic shield exhibited dark-colored particles, identified as embedded degraded resin, along with an air bubble resulting from the molding process. No additional defects or imperfections were observed. The presence of degraded resin is typically associated with startup conditions or intermittent occurrences during the injection molding process. During these times, degraded resin may become dislodged and incorporated into molded components. The sample was submitted to a laboratory for further analysis, which confirmed that the foreign material was not mold, but embedded degraded resin. A device history record (DHR) review was completed for material number 305195, lot 4354089. The review found no quality issues during the production of this lot that could have contributed to the reported condition. Additionally, no related quality notifications were identified. All manufacturing processes and final inspections were performed in accordance with specification requirements. To date, no similar incidents have been reported for this lot. Based on the investigation and analysis of the returned sample, the customer-reported condition has been confirmed.